Event description:
Patient reported that their one touch basic meter kept displaying the not ok message every time they turned on the meter. They started getting this message after they had replaced the batteries three days ago. This issue was not resolved with troubleshooting. Medical affairs specialist spoke with the patient and they provided additional information. Patient stated that they always took a set amount of insulin everyday. Two days ago, they were not feeling good and so they decided to test on the meter. They were unable to test due to the not ok issue. They called the paramedics and their meter read 450 mg/dl. They were taken to the hospital and placed on IV insulin. Since they were already feeling symptoms prior to trying to test on the meter, the meter did not contribute to the event. Also, the patient stated that they would "not have taken more insulin even if the meter had worked". This case is reported as a meter malfunction.